Manufacturer narrative:
Product analysis: the distal tip of the device was flared. The stent was positioned on the balloon between the marker bands as per specifications. The distal portion of the stent had raised struts.

Manufacturer narrative:
Procedural image review: the still images confirm the tortuous nature of the left coronary vessels. The images show the guidewire positioned in the vessel and a balloon subsequently inflated in the vessel. The difficulties encountered by the physician when advancing the 2.5 x 12mm and 2.5 x 8mm resolute integrity device are not captured. (B)(4).

Event description:
The physician intended to use a 2.5 x 12 resolute integrity stent. The device was removed from packaging per IFU and inspected. Negative prep was performed. The target lesion in the mid lad had moderate tortuosity, 90% stenosis and a little calcification. Lesion pre-dilation was not performed. A non-medtronic 2.0 x 12 balloon was used to give support during vessel wiring and this passes through the stenotic area without difficulty. This balloon was not inflated. Resistance was encountered advancing the 2.5 x 12 resolute integrity device and the attempt to deliver the device was unsuccessful. Excessive force was not used. The device was removed. Physician then attempted to deliver a 2.5 x 8 resolute integrity stent, hoping the shorter length would aid in delivery. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered when advancing the device. Excessive force was not used during delivery or retraction. The device was unable to be delivered and the stent was noted to have a lifted strut on removal. The lad was tortuous and it was not possible to pass the guideliner through the same area the stent could not cross, however a 2.75 x 8 and a 3.0 x 12 non-medtronic stent were delivered without dif ficulty using a long 300 cm non-medtronic wire. No patient injury reported.